Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A red alert of high pacing lead impedance was detected on (B)(6) 2014. The physician was dr. (B)(6) at (B)(6) in (B)(6), va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).